Manufacturer narrative:
This is one of two device reports related to this event. Additional information has been requested and will be submitted upon receipt accordingly. Note: this is one of two events related to this patient. The second event (sudden cardiac event/death) is associated to the following manufacturer report numbers: 1225714-2014-00423 and 1225714-2014-00424.

Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event, which was alleged to have been caused by exposure to the product administered during dialysis treatment.